Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery. A 3.75mm x 15mm promus emerge¿ plus balloon catheter was selected and used to treat the target lesion. After the physician was done using the balloon, the shaft broke. The procedure was completed with the implant of an unspecified stent. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).